Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the rpms were within specification but erratic. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: canada.

Event description:
It was reported that on unknown time, the unit was not working event after changing hose. It was confirmed that the unit did not power on event after changing the black hose. At investigation it was noted that the device had inconsistent speed. There was no patient impact or delay reported. Due diligence is complete. There was no adverse event associated with this malfunction